Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty tightening the setscrew on the implantable pulse generator (ipg). An issue regarding the wrench was noted. The implantable pulse generator (ipg) was not used. No patient complications have been reported as a result of this event.